Event description:
It was reported the display was blank after power on of the programmer. It was also reported the rf (radio frequency) head cannot work. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4). Analysis found the programmer had a blank screen for greater than 30 minutes and then a system error displayed. Analysis also found the bottom pcmcia (personal computer memory card international association) eject button and stylus connection on the mpu (microprocessor unit) printed circuit board assembly were loose. (B)(4).